Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, biocell® replacements.

Event description:
Healthcare professional reported left side "biocell® replacements." Physician later reported "implant ruptured in left side." Also reported "patient got cancer," which was determined to be not device-related. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, crease fold, wear abrasion and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: d9, g1, h3, h6.

Event description:
Healthcare professional reported left side "biocell® replacements." Physician later reported "implant ruptured in left side." Also reported "patient got cancer," which was determined to be not device-related. Device has been explanted.